Event description:
My dentist (B)(6) dmd from (B)(6), uses ¿sure smile¿ clear plastic aligners for braces. These plastic braces from sure smile have been proven to leach out dangerous chemicals in the body as stated in several studies, one in national library of medicine journal 2022 feb 14; 10(2):27.doi:10. 3390dj10020027 --pmc.ncbi.nlm.nih.gov. After becoming very sick with bronchial inflammation, breathing issues, and phlegm, I burned each time I exhaled strongly, which I normally don't get or have with my body. I was wearing the plastic retainers for 6 weeks when I got sick. I figured out it must be from the leaching of the plastic chemicals in my airways. After going to the doctors, I did not get better. I stopped the braces, and my lung and breathing were much better after stopping. Doctor appt in urgent care: (B)(6) 2024. I have numerous doctor appts at urgent care. My symptoms were very bad. I am competitive swimmer and an athlete. My family are normally very healthy with 100% oxygen. Note: I got very sick with bronchitis. I had bronchitis years ago not that bad when I smoked cigarettes. I had quit at 35. Now 66, my bronchitis was the worst I had ever had and did not improve after antibiotics. I only got better after stopping the plastic aligners. My phlegm was clean with inflammation in an "wrap" and wheezing. I asked for antibiotics because it was so bad but probably did not need them because it was due to my body reacting to the plastic. Sure smile plastic is torn and leaches out chemicals in the body. Sure smile needs to improve the chemical make up of their product. They are a knock off of invisalign which produced a much safer product.